Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; impact of instructions for use andendoleaks on long-term mortality after treatment for abdominal aortic aneurysm hiroshi sato, joji fukada, and yukihiko tamiya, annals of vascular surgery; ann vasc surg 2021; 76: 309¿317. Https://doi.org/10.1016/j.avsg.2021.03.047. Mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted during open and evar of aaa on unknown dates. Some patients were treated outside the IFU. The following adverse events were reported: type I endoleak, type iii endoleak, type ii endoleak. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.